Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: an undefined malfunction occurred on (B)(6) 2020 and the pump was unable to turn on and no logs were able to be retrieved. Logs from (B)(6) 2020 were unable to be reviewed. Therefore, the bg levels for (B)(6) 2020 could not be identified. As such, the complaint could not be confirmed, and no results were available since no evaluation was performed.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 22 mg/dl resulting in nausea and seizures. Bg cause was not known. Customer consumed carbohydrates and received assistance from paramedics and was treated with intravenous glucose to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.